Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block g2 report source other: medwatch: mw51677596. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
From medwatch: mw51677596: "67-year-old female to the operating room for laparoscopic cholecystectomy. At the end of the case and moving the patient from the operating room table to the stretcher the patient developed a bronchospasm. Her vitals trended down and scrub tech/circulating rn noted the patient did not have a pulse. Anesthesia bagged the patient. Her vitals returned to baseline and she was taken to pacu. Anesthesia note "patient doing well in pacu. Vss. Discussed inotropic course with the patient and son (on the phone). The desaturation was likely related to forceful biting down on the ett (endotracheal tube). After talking with the scrub tech do not think the patient lost pulse. Alarm was for check d-fend not giving any etco2 readings" this is the module that controls etco2 (end-tital carbon dioxide) "anesthesia machine #6." Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. Gehc's field engineer completed a review of the system logs and there was no evidence of a malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined. However, the customer reported that during the case, the patient bit down on the ett (endotracheal tube) and experienced a bronchospasm that was treated with medication. These reported events in the clinical timeline may have caused the reported desaturation. B.3. Incident date: corrected from (B)(6) 2025 to (B)(6) 2025. D.4. Serial number: corrected from (B)(6) to (B)(6).